Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagogastrectomy, the surgeon was able to press the green button but the stapler was not able to fire. They changed the device to complete the case. There was no patient injury.